Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. The fa investigations did not replicate nor confirm the customer reported complaint "no cauterization.¿ the instrument was placed on an in-house system. The instrument failed the engagement test on 3 out of 3 attempts. The system displayed error code "22020" which confirmed an engagement failure. The instrument was unable to be tested for cautery issues due to the instrument failing engagement. Additionally, the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter on 3 out of 3 attempts. The instrument was found to have two cracked clamping pulleys at the proximal end. As a result, the instrument failed engagement.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had no cauterization. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook instrument stopped working during procedure. After the procedure when checked it was found there was no cauterization and noted the cautery wire was broken.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cautery wire, an investigation is in progress to determine the cause of the reported issue. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. This complaint is reportable malfunction due to the following conclusion: it was alleged that the permanent cautery hook instrument conductor wire was damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.